Event description:
The patient reportedly experienced shocking sensation and pain at the implant site. The patient also reportedly experienced performance deterioration. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The patient's device was explanted the patient was reimplanted with another advanced bionics cochlear device.